Event description:
It was reported that the asymptomatic patient presented with dislodged right atrial lead. During revision procedure the lead was explanted successfully. However the right ventricular set screw of the implantable cardioverter defibrillator was stripped. The physician elected to explant and replaced the device. The patient was stable post procedure and would be followed normally.

Manufacturer narrative:
The reported event of unable to tighten the rv set screw was confirmed. Visual inspection identified septum material inside the set screw hex cavity. The material prevented full insertion of the torque driver in the hex cavity from the set screw threads and resulted in difficulty tightening the set screw.